Event description:
It was reported that pump displayed malfunction alarm with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it, and did not experience recurring malfunction, and customer was advised to continue using pump and to call back if problem returned.